Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Functional testing determined the suction was not working and the motor made a high pitched noise. Visual inspection of the inspection of the interior of the handpiece found the motor mounts had signs of charring and were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the new hip kit only made motor sound and didn't suck water during surgery. Evaluation later found that the motor mounts had signs of charring and were melted and warped. No adverse events were reported as a result of this malfunction.